Manufacturer narrative:
Post market vigilance (pmv) conducted an evaluation of two roticulator endo grasp 5mm w/spin lock opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The tube shaft was damaged posterior to the jaws. The rotation knob functioned without difficulty. The jaws extended and retracted without difficulty. The jaws were applied to test media and grasped the media without issue. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged sheath a review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend for sheath damage complaints. Replication of damaged sheath condition may be observed due to extreme handling during the application. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the distal tip broke. Covered rubber part was torn down. No patient involvement.

Manufacturer narrative:
(B)(4).